Manufacturer narrative:
The suspect prod is the comfort curve test strips.

Event description:
Customer reportedly received results of 169 mg/dl and 89 mg/dl within 10 mins on the advantage sys (meter, comfort curve test strip lot # 549249, exp date 11/30/2007). The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No qcs used. Requested return of suspected device and replacement was sent.